Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s email address is not provided / unknown. E1: zip code is h7v 1x1 g4: additional 510(k) number is k101880.

Event description:
It was reported that the implant at tooth site # 37 did not fully seat in the osteotomy and was removed. Unable to remove at placement. Did so on a later date with explanation wrench. Replaced with another xifnt510 implant symptoms as a result of the event: abscess.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. The implant had debris on its external threads. The implant had a irt stuck inside. The irt didn¿t contribute to this event. Outer implant measurements matched drawing. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician didn¿t follow recommended protocol for implant placement and final seating. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.